Manufacturer narrative:
The impella device was received. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
The user facility reported the 63 year old male patient was on impella 5.5 support and during support, the placement signal was significantly lower than arterial line. The flows and motor current with in normal limits. Additionally, the pump was up against the wall and the papillary. The pump will need to pulled back. The pump was weaned and explanted.

Manufacturer narrative:
Positioning issues. On (B)(6) 2025, pump noted to be measuring deep and near papillary. Pump was successfully repositioned under tte. Data log review showed several "impella position unknown" alarms on this day. The root cause of the positioning issue was not determined since insufficient clinical details were provided. Optical signal issue: on (B)(6) 2025, after the repo unit was placed, the placement signal was noted to be significantly lower than arterial line. Arterial line values are unknown. Flows and mc were noted to be within normal limits at this time. Patient was being weaned off cpb after impella implant. On (B)(6) 2025, it was noted again that the placement signal was unreliable with no other details. On (B)(6) 2025, a wide variation in placement signal and patient hemodynamics was noted. Echo was also not consistent with ps and lv waveforms. Patient could not tolerate flows higher than p-5 during the case and there was noted rv dysfunction. The pump was not removed due to the optical signal issue. Data log review showed only "placement signal low" alarms on (B)(6) 2025 and (B)(6) 2025, no psnr alarms. Within the first hour of starting the pump, the ao ps read between ~20 and 60 mmhg. There were no related issues observed with the 5s optical parameters nor motor current spikes indicating biomaterial ingestion during the case. There was also a 20 mmhg lv offset applied during the case. The product was returned and evaluated. The outlet cage was filled with biomaterial, which covered the optical sensor. The 5s parameters were within spec before and after removing the biomaterial and the pump passed laser continuity testing. When plugged into the lab console, the ao ps read -20/-20. The pump was pressurized with the uson and the ps gradually drifted upward and downward in no specific pattern while at a stable pressure. The root cause of the optical signal issue was not determined since insufficient clinical details of the exact issue were provided.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Positioning issues: on (B)(6) 2025, pump noted to be measuring deep and near papillary. Pump was successfully repositioned under tte. Data log review showed several "impella position unknown" alarms on this day. The root cause of the positioning issue was not determined since insufficient clinical details were provided. Optical signal issue: on (B)(6) 2025 after the repo unit was placed, the placement signal was noted to be significantly lower than arterial line. Arterial line values are unknown. Flows and mc were noted to be within normal limits at this time. Patient was being weaned off cpb after impella implant. On (B)(6) 2025, it was noted again that the placement signal was unreliable with no other details. On (B)(6) 2025, a wide variation in placement signal and patient hemodynamics was noted. Echo was also not consistent with ps and lv waveforms. Patient could not tolerate flows higher than p-5 during the case and there was noted rv dysfunction. The pump was not removed due to the optical signal issue. Data log review showed only "placement signal low" (ps) alarms on (B)(6) 2025 and (B)(6) 2025, no psnr alarms. Within the first hour of starting the pump, the ao ps read between ~20 and 60 mmhg. There were no related issues observed with the 5s optical parameters nor motor current spikes indicating biomaterial ingestion during the case. There was also a 20 mmhg lv offset applied during the case. The product was returned and evaluated. The outlet cage was filled with biomaterial, which covered the optical sensor. The 5s parameters were within spec before and after removing the biomaterial and the pump passed laser continuity testing. When plugged into the lab console, the ao ps read -20/-20. The pump was pressurized with the uson and the ps gradually drifted upward and downward in no specific pattern while at a stable pressure. The root cause of the optical signal issue was not determined since insufficient clinical details of the exact issue were provided. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
Us complainant reported the patient was on impella 5.5 support and during support, the placement signal was significantly lower than arterial line.